Event description:
The customer contacted physio-control to report that their device did not provide any audio prompts, or beeping tones, when the lid was opened. As a result, there would not be any instructions provided by the device to an end user in the event that the device was needed for use. This issue could delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that their device was not field serviceable and no longer under warranty. Physio recommended that the customer purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.